Event description:
Customer reported that a patient with a previous history as d positive had tested negative with one of the anti-d reagents and 1+ positive with the other anti-d reagent on the echo (software v 1.1.1.7).

Manufacturer narrative:
Review of the results files from the echo showed that the reactions appear as 1+ and negative with well scores of 17 and 0. Advised customer that according to the operator manual, reactions testing 1+ or less in tube may be negative on the echo.